Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation; it arrived with a non-baxter extension set. Visual inspection did not show any defects. A function test was performed; the clearlink was connected to the non-baxter set. The device passed the functional test. It was then iso gauged and pull tested and passed. It was discovered that the thread design of the female luer connection of the non-baxter set was different from the clearlink; the male luer collar did not continue to spin when connected to the baxter female luer connection site. The reported condition was not verified due to product incompatibility. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified administration set had a connection issue. The reporter stated that the distal end of the administration set, when luer-locked onto a non-baxter manifold, did not connect properly and continued to spin. This occurred during simulated use testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.